Event description:
During preparation for use a cardiopulmonary bypass procedure, the central control monitor of the heart lung console did not power up as expected. The display had green lines across the screen. The user reported the surgical procedure was completed successfully. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.